Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of three (3) years, one (1) month, due to unknown reasons. The explanted valve was replaced with a 27mm 11060a valved conduit. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Added information to b5, b6, b7, h6. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records, a patient with a 23mm 11500a aortic valve was explanted after an implant duration of three (3) years, one (1) month, due to prosthetic valve streptococcus sanguinis bacteremia endocarditis. The explanted valve was replaced with a 27mm 11060a valved conduit. Patient post-operative status noted as in recovery. Per medical records, patient has had low grade fevers for the past 6 weeks. Patient was found to have streptococcus throat infection without any other upper respiratory symptoms. The patient also had abdominal pain and CT showed new splenic infarct as well as new left renal infarct, raising the suspicion of septic emboli. Blood cultures positive for streptococcus and tee demonstrated thickening of aortic valve with presence of aortic valve vegetation with root thickening and moderate stenosis without regurgitation. The patient underwent redo avr via modified bentall procedure. The 23mm 11500a aortic valve upon examination was found to have significant vegetations coating the leaflet. The 23mm 11500a aortic valve was explanted. Tissue composite root replacement via modified bentall was performed with a 27mm 11060a aortic valved conduit and 30mm gelweave graft. The ascending aorta was replaced with a 30mm gelweave graft. Patient was weaned from bypass; however, the rv was struggling and showed signs of dilation. Patient was returned onto full bypass support and emptied out the heart. Surgeon had concerns the right coronary button was injured during the dissection from the prior scar tissue around the area, therefore they obtained a segment of vein from right thigh using an open technique. Coronary artery bypass grafting x 1 reverse saphenous vein graft to distal right coronary artery was then performed. A second hot shot was given into the root and the cross-clamp removed again. Patient's right ventricular function was immediately improved and patient was weaned from bypass the 2nd time. Due to patient condition it was elected to pack chest open and then the patient was transported to ICU in stable condition. Pathology report: the valve cusp are intact, pliable without gross calcification. There is dark tan tissue adherent to the underside of the cusps. Sections of the valve show acute inflammation, fibrin, and calcification. A gram stain highlights gram-positive cocci.